Event description:
It was reported that the foley catheter faced three consecutive events of balloon rupture in the same patient after insertion, after two consecutive ruptures with 7760014lr (pir44128257), 7760016lr was placed, but it ruptured. And a separate pir (pir44128271) will be prepared for 7760016lr.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.